Event description:
Bd insyte autogard bc catheter, very difficult to advance once in vein. Two attempts were made where it was not possible to advance the catheter, catheter completely stopped advancing, blew both veins. Third attempt again difficult to advance catheter and had to push against resistance. Ref report: mw5163115.